Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 rtg0611295, mpxr 1197638 (con, rep): the patient reported that since around (B)(6) 2024 they had been seeing the settings not available message whenever they tried to increase their intensity settings.  No symptoms reported.   The agent asked the pt to connect the controller, which showed the ins had a charge of 100% and the controller had a charge of 50%.   The pt was redirected to see their doctor to address the settings not available message.  They met with a manufacturer representative (rep) on (B)(6) 2024.  The rep reported the patient was unable to increase stimulation.  They checked impedances contact 3 had an impedance of 40,000 ohms.  They reprogrammed around contact 3 to eliminate contact 3 from the patient's programming.  No symptoms reported.